Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 11:39:18. During night drain cycle seven, the patient's ultrafiltration reading was 603ml, indicating the home patient (hp) drained 603ml more than their maximum programmed fill volume of 800ml. No additional information is available.